Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? *was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Patient¿s current status? Please provide procedure date. A manufacturing record evaluation was performed for the finished device lot qbmamz, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a radical resection of esophageal cancer procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle broke at the first stitch when sewing abdominal wall tissue. The needle fell inside the patient but was retrieved. Change another device to complete surgery with a delay of four hours. There were no adverse patient consequences reported. The patient is currently in hospital for observation. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 07/07/2020 additional h6 patient code: 3191 - surgery prolonged corrected follow-up questions requested. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the 4 hour surgery delay a result of looking for the broken needle? Were there any adverse patient consequences due to the needle breakage? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? What is the patient¿s current status? Please provide procedure date status of product return a photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/23/2020 additional information: d10 additional information was requested and the following was obtained: was the 4 hour surgery delay a result of looking for the broken needle? --yes were there any adverse patient consequences due to the needle breakage? --unk was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? --no what is the patient¿s current status? --the patient had recovered. Please provide procedure date --please refer to complaint information. Status of product return --the sample has been sent on(B)(6) 2020 with 3943 9448 7809 h3 evaluation: one picture was received for analysis. Upon visual inspection of the picture, it was noted a foil and a needle-suture combination with the needle appeared broken. However, no conclusion could be reach as the sample was not returned for analysis. The failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure a fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.